Manufacturer narrative:
The insulin pump received with no button response due to moisture damaged electronics assembly. The insulin pump had moisture damage to the motor, battery tube, keypad and vibrator assembly. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify operating currents due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Low battery alerts and battery out limit alarms were also reported. Customer's blood glucose level at the time was over 500mg/dl. Treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.